Manufacturer narrative:
No cis product analysis could be performed as the complaint component was not returned for analysis. Based on the investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to tissue damage, migration which are addressed in our labeling and risk documentation.

Event description:
It was reported that the patient was dissatisfied with this tactra malleable penile prosthesis due to possible crossover. A surgical procedure was performed in which the device was removed and replaced. No patient complications were reported.